Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number 5058322. The customer reported that they initially received a negative result with a patient sample. They re-inserted the same cartridge which then produced a positive result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. Quality will continue to monitor for trends for discrepant result. It is advised not to re-insert test cartridges, and if a retest is desired, to use a new test cartridge. There were no corrective actions taken at this time.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) group strep a negative patient result was obtained from a veritor analyzer. The same patient test cartridge was re-inserted back into a veritor analyzer and a group strep a positive result was obtained. No confirmatory testing was reported. It should be noted the action of reinserting a used test cartridge is considered off-label use of the product. The physician treated the patient based on symptoms and no health impact or consequences were reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) group strep a negative patient result was obtained from a veritor analyzer. The same patient test cartridge was re-inserted back into a veritor analyzer and a group strep a positive result was obtained. No confirmatory testing was reported. It should be noted the action of reinserting a used test cartridge is considered off-label use of the product. The physician treated the patient based on symptoms and no health impact or consequences were reported.